Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) alarmed system failure. Specifically, it was reported that the unit had an issue involving the diaphragm and pressure head where the required pressure was not being generated. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported system failure which caused by the compressor not being able to generate the required pressure. Upon evaluating the unit, it was determined that system failure was as a result of an issue with the pressure head, as well as the diaphragm that was found to be broken. To fix the issue, the fse replaced the pressure head and diaphragm parts which were provided by the customer. The fse then all performed functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) alarmed system failure. Specifically, it was reported that the unit had an issue involving the diaphragm and pressure head where the required pressure was not being generated. There was no patient involvement, and no adverse event reported.